Event description:
It was reported in an article reviewed by MFR that the vns pt experienced a bradycardia event (35 beats per min) intra-operatively upon initial implantation of the vns device, during lead test. The heart rate returned to normal (75 beats per min) without intervention. Attempts to obtain add'l info from the treating physician are underway.

Manufacturer narrative:
Gercek a, ozek mm. "From the anesthesiologist's perspective: placement of vagal nerve stimulator." Anesthes analgesia 2006;102: 1899-913.